Event description:
It was reported, while in the or, the md prepped the iab per instruction. The md inserted the needle via the right femoral artery and then inserted the guidewire through the needle. After removing the needle, the md back loaded the iab over the guide wire effortlessly. When the md began to remove the guidewire, it became stuck in the iab. The md removed the iab and guidewire as one unit.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.